Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and hyperthyroidism ('hormonal changes describe: hyperthyroidism') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2011, lumbago on (B)(6) 2011, hemorrhagic cyst, mood altered and malaise. Previously administered products included for an unreported indication: marina iud from (B)(6) 2013 to (B)(6) 2019. Concurrent conditions included pre-menstrual tension syndrome since (B)(6) 2015, migraine with aura since (B)(6) 2015, vitamin d deficiency since (B)(6) 2015, endometriosis of uterus since (B)(6) 2015, weight loss since (B)(6) 2015, fatigue since (B)(6) 2015, discomfort, adenomyosis, thyroid nodule, cervicitis, hyperplasia endometrial and paratubal cyst. Concomitant products included fexofenadine hydrochloride (allegra) since 2003, sumatriptan (imitrex) since 2005 and zonisamide since 2005. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (in (B)(6) 2011 underwent ablation, right hemithyroidectomy and robotic assisted laparoscopic hysterectomy total with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hyperthyroidism, dysmenorrhoea, dyspareunia, alopecia and vulvovaginal pain outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, hyperthyroidism, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports most, if not all symptoms decreased after essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: (as per pfs): total bilateral occlusion. (As per mr):successful tubal ligation with the essure devices in place.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dysmenorrhoea, vaginal haemorrhage, hypothyroidism, dyspareunia, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received.- previously reported event ¿injury to herself¿ updated to pelvic pain¿, new events: ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), painful intercourse, hair loss, hyperthyroidism, vaginal pain¿, new reporter, patient information, concomitant drug, medical history, treatment drug, lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.